Event description:
Boston scientific crm received information that, during a routine follow-up, this pacemaker could not be interrogated. No adverse patient effects were reported.

Manufacturer narrative:
No further information is available. If additional information becomes available, this event will be updated and resubmitted.